Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 140mg/dl, 40mg/dl. Tests were done within < 10 minutes with a differnce of 89mg/dl. Pt did not experience any adverse events. No further info has been reported.